Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.